Event description:
It was reported that while using the suction probe, during coagulation and during a shoulder arthroscopy, a metallic fragment, from the distal probe end, detached and became lost into the pt's shoulder. The account reports that extensive irrigation was performed in order to extract the fragment, which was not found. A x-ray was requested.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.